Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when far field r-wave oversensing on the atrial channel was observed. Programming change was recommended. No further information is available.